Event description:
It was reported during a lung resection and operating on the lung parenchima, the surgeon experienced difficulties in activating the articulation lever that seemed blocked. Moreover, the closing and firing triggers were stiff and difficult to activate as well. He experienced also some difficulties in activating the anvil release button that did not allow the jaws to open. The surgeon had to finish the case by using a new device that finally got to suture properly. There was no adverse pt consequence.

Manufacturer narrative:
Damaged articulation mechanism. Evaluation summary: the device was rec'd with the articulation mechanism damaged and with no cartridge present. The articulation gear was rec'd broken and part of it was engaged to the articulation bands, not allowing the device to articulate but maintaining compression when device clamped. The returned device was tested for functionality with a test cartridge and it fired, cut and formed all the staples as intended and with a proper b-formed shape. The device opened and closed as intended.